Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported purulent discharge at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection. A culture was collected and, the evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.